Event description:
It was reported that during revision an expired device was implanted on the patient. No delay or injury reported. Back up available.

Manufacturer narrative:
The associated complaint device was not returned. A search was completed and verified the expiration date on this device was 11/12/2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.